Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. It was noted that the pulse generator exhibited competitive atrial pacing which resulted in inappropriate mode switching. No changes have been made, new information received on (B)(6) 2016 states the patient was asymptomatic and doing well.